Event description:
The patient stated that over the past 3 months, 4 infusion tubings have separated at the luer connection. She stated that the most recent incident occurred 1 month ago. She stated that her blood glucose elevated to 400 mg/dl and she was not feeling well. She stated she bolused 10-11 units of insulin and her blood glucose did not decrease. She then discovered the separated infusion tubing. The patient changed her infusion set immediately and bolused to lower her blood glucose. She stated her blood glucose returned to normal and she feels fine now. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.